Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000597. Please refer to mfg report number 2249723-2025-0000597 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0000655 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was on a patient and had a deflated iab helium transducer calibration needed. There was no patient harm reported